Manufacturer narrative:
Olympus technical assistance center (tac) troubleshooted over the phone with the olympus representative while onsite. Tac provided instructions for removing the e311 error code from the screen. Tac also advised the olympus representative to connect a light cable from the cv-170 to the scope and ensure that the lamp was turned on. The olympus representative found the customer did not have a light guide cable connected to the camera head. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The customer reported to an olympus representative that an e311 white balance incomplete error code displayed on the cv-170 video system center during preparation for use. The customer stated this happened on all of the cameras heads, but that the cv-170 was still functional. There was no report of health consequence or impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and to correct information provided on the initial report. The following sections were updated: g3, g6, h2, and h10. Based on the internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if it were to recur.